Event description:
It was reported that during a low anterior resection, the staples did not form/close on the distal portion of the rectal stump. Fecal matter is reported to have leaked into the abdomen. Suture was used to seal the anastomosis, but due to distention in the proximal bowel and the leak of feces in the abdomen, the patient was given an unplanned temporary ileostomy. The patient is reported to be in good condition.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.